Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. It was reported via the patient outcome that the patient expired on (B)(6) 2019. No product is available for investigation. Multiple attempts were made to obtain additional information from the account; however, no additional information was provided. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 7 months 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2012. It was reported through patient outcome that the patient was expired on (B)(6) 2019. No further details were given. Additional information wad requested, but was not provided.